Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: on examination, moisture was confirmed to be present on the returned battery cap and in the battery compartment due to a crack in the battery compartment where moisture leakage occurred. The pump failed to power on for investigation, duplicating the alleged ¿no power¿ complaint. The pump was opened for further investigation and did not reveal any further evidence of moisture inside the pump¿s internal compartment. Investigation duplicated the complaint.